Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not duplicated. The collimator and camera were aligned and calibrated. The handle was tightened during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9800 system had a collimator iris too large error message. Also, the side handle was loose. No pt injury was reported.